Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, depth gauge has broken off at the starting point of the depth gauge feeler which is after the depth gauge ruler part. This did not effect the surgery case. Instr. Worn down after usage and autoclaved.